Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported, that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Data was provided for evaluation. Receiver functional and receiver pairing test was performed and passed. Per doc- (B)(4) cases, where the sensor session line is missing in receiver download. Complaints will be closed, since a data investigation cannot be completed. As data ambiguity cannot be resolved further. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com- (B)(4).